Event description:
It was reported that during an unk procedure, the device has a damaged housing. No pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was returned with the nose cone cracked. It was tested on a generator and was found to be functional. However, the analysis was performed and was found that the hand piece no longer meets the specifications for phase margin. The instrument was disassembled, a torn acoustic isolator and evidence of moisture ingress were found.